Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was 109 mg/dl. The customer was disconnected during prime. The drive support cap was not damaged. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor(gold). No compromised force sensor system alarm noted. Insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test, and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Insulin pump received with minor scratched display window and cracked reservoir tube lip.